Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("abdominal"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), headache ("headaches"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), arthralgia ("knee pain,joint pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), device expulsion ("expulsion") and complication of device removal ("complications during removal surgery"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, headache, vaginal discharge, migraine, arthralgia, fatigue, gastrointestinal disorder, device expulsion and complication of device removal outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, endometriosis and adenomyosis had resolved. The reporter considered abdominal pain, adenomyosis, arthralgia, complication of device removal, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: received treatment for pelvic pain female, abdominal pain ,dysmenorrhea, dyspareunia, menorrhagia, genital bleeding, metrorrhagia, vaginal discharge, migraine, headaches, fatigue, gastrointestinal disorders,endometriosis, adenomyosis, joint pain, and knee pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality-safety evaluation of ptc. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("abdominal"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), headache ("headaches"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), arthralgia ("knee pain,joint pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), device expulsion ("expulsion") and complication of device removal ("complications during removal surgery"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, headache, vaginal discharge, migraine, arthralgia, fatigue, gastrointestinal disorder, device expulsion and complication of device removal outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, endometriosis and adenomyosis had resolved. The reporter considered abdominal pain, adenomyosis, arthralgia, complication of device removal, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: received treatment for pelvic pain female, abdominal pain ,dysmenorrhea, dyspareunia, menorrhagia, genital bleeding, metrorrhagia, vaginal discharge, migraine, headaches, fatigue, gastrointestinal disorders,endometriosis, adenomyosis, joint pain, and knee pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: case became incident, event injury nos removed, new events (pelvic pain female, abdominal pain ,dysmenorrhea, dyspareunia, menorrhagia, genital bleeding, metrorrhagia, vaginal discharge, migraine, headaches, fatigue, device monitoring procedure not performed, gastrointestinal disorders, endometriosis, adenomyosis, joint pain, and knee pain ,device breakage ,device expulsion) updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.